Event description:
User received low results for multiple assays which were higher when repeated on an integra. The following two pt samples gave discrepant results. Sample 1, initial glucose gave 1 mg per dl. This result was accompanied by a data flag notifying the user the value was under the normal value limit of the assay. The sample was repeated giving 102.3 mg per dl. Initial bicarbonate result gave 0 mmol per l. This result was accompanied by a data flag notifying the user the value was under the normal value limit of the assay. The sample was repeated giving 19 mmol per l. Sample 2, initial bicarbonate result gave 0 mmol per l. This result was accompanied by data flag notifying the user the value was under the normal value limit of the assay. The sample was repeated giving 21 mmol per l. No erroneous results were reported. Pts not adversely affected. The field service representative found the sample probe was not installed properly and adjusted wires on sample probe. A precision check, calibration and controls were run to verify analyzer was performing within specification.